Event description:
In this case, the customer was comparing imr and idose reconstructed images from a patient CT brain study and reported that an imr patient image exhibited a line/smudge artifact along the parietal bone on the bone/brain interface. The philips verification and validation engineer (vve) confirmed there was no misinterpretation or mistreatment or rescan due to the issue.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).